Event description:
A malfunction alarm was reported for a pump in sweden, identified by malfunction code 16-0x20e6. There was no information available regarding the impact on the customer¿s blood glucose level, as it was unknown or not disclosed whether it exceeded 500 mg/dl at the time of the event. The customer had already reset the pump, and since it was within warranty, a replacement was provided. The customer was instructed to return the faulty pump using a prepaid label, but they declined to share information about backup insulin therapy.